Manufacturer narrative:
Conclusion and justification status: the complaint states when inserting the tibial insert into the tibial tray, the locking teeth were pushed anteriorly outside of the tray rather than locking into the tray itself. This damaged the locking teeth and was unable to be used. No product was returned hence the complaint could not be confirmed. A review of complaints databases and manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When inserting the tibial insert into the tibial tray, the locking teeth were pushed anteriorly outside of the tray rather than locking into the tray itself. This damaged the locking teeth and was unable to be used.